Manufacturer narrative:
The field service engineer (fse) found the tubing leaking at valve vl115 in the sample access module. The fse replaced the tubing. Blood, clenz, and diluent pass through the tubing at vl115. The root cause was a hole on the tubing at valve vl117 in the sample access module. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer was leaking a reddish fluid which could be diluent mixed with blood. Per the customer, the leak was coming from the left side of the analyzer leading to the slide maker. The customer was wearing ppe at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but it is readily available. There is an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.